Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. Without the exact reported event date, the cause for the event cannot fully be determined. However, the case notes indicate that an infusion set failure (bent cannula) likely contributed to the severity of the event. Device logs note evidence of maladaptive behaviors such as excessive meal announcements throughout the day and prolonged periods of paused insulin followed by prolonged periods of hyperglycemia.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/14/24 a nurse from an ilet user's clinic reported the user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The exact event date was unknown; however, the user was currently in the hospital receiving IV treatment. On (B)(6) 2024 a beta bionics customer care agent followed up with the user, who explained the hospitalization was due to a bent cannula on the convatec inset (23", 6mm) teflon infusion set. The user experienced bg levels exceeding 400 mg/dl. A friend took the user to the emergency room. The user did not know the exact event date but stated they were admitted for 3-4 days and treated with an insulin drip and saline. No immediate health effects were reported. After discharge, the user resumed ilet therapy, and bg levels have since stabilized. The user was using a dexcom g6 continuous glucose monitor (cgm) during the event.